Event description:
It was reported that during a colectomy, the customer placed lap-disc and tried to close the iris valve, the device continued to turn without closure (torn disc). There was no pt consequence.